Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of rupture was received on (B)(6) 2021 with lot number 1796138. Visual analysis of the returned device identified: wear abrasion, weight to the spec, crease fold, deformation. Cloudy, bubbles and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to rupture device were observed."

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture¿.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.